Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2025, a triclip procedure was performed to treat severe functional tricuspid regurgitation (tr) on a patient with an enlarged atrium. Two triclips were inserted and deployed on the tricuspid valve, reducing tr to moderate. On an unknown date, an echocardiogram was performed and revealed recurrent tr with a grade of 5. It was noted that the clips were noted to be stable on the leaflets. The recurrent tr was due to progression of disease. On (B)(6) 2026, a second triclip procedure was performed, and one clip was implanted.